Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, images in the form of two dots appeared in the right eye. The spots were moving in the direction the eye was focused on (with the eye). The patient was examined by two different specialist doctors. As a result of the examination, they said that "there is no intervention or drug treatment to be done, there is no possibility of change or intervention due to the multifocal lens attached. The dots/shapes appear to be scattered (current situation: pollution on the glass). There is density at three points. Additional information has been requested.

Manufacturer narrative:
The reporter (patient) provided a drawing to indicate what they were "seeing". Patient indicated "there is density at three points. I am trying to draw the image shape and send it". The drawing is semi circular and colorized red with three areas near the edges colored darker. No determination can be made from the provided drawing. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter indicated the issue is continuing to obstruct the field of view in the form of clouds. The manufacturer internal reference number is: (B)(4).